Manufacturer narrative:
The customer's report was duplicated and evaluation of the device found that an incompletely upgraded software loaded into the device. This prevented the pace/defib (pd) core software from completing the pd core ffffh process, eventually resulting in post failures. Pd software was reloaded to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.